Event description:
The manufacturer received information alleging an evergo oxygen concentrator was alarming. The patient indicated he was not harmed but was admitted to the hospital for acute bronchial pneumonia and chronic obstructive pulmonary disease exacerbation. The patient was hospitalized for 5 days. The customer sent the device to a third party service center for evaluation. The customer's complaint was confirmed. The third party service center found the device to have low oxygen purity. The sieve beds and foam intake filter were replaced to address the issue. The patient reported that he was not feeling well prior to the hospitalization and the device alarming prompted him to go to the hospital.